Event description:
It was reported that the scale was inaccurate due to shipping pin being left in one load cell, causing the scale to not calibrate, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.